Event description:
Per contact, the device was set up ok for ligation on pt with history of esophageal varices. A gif 160 scope was used. Md rec'd good suction. First two bands misfired. Md noted that the dial felt loose. It was noticed that the string loop had snapped (there were two ends of the string hanging loose) and the tip came loose into the pt's esophagus. Md retrieved unit by grabbing strings with forceps and pulling tip out. He finished procedure by using needle sclerotherapy. Same lot sample is being returned.